Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12h27051, h13i06037, h13h30047, and h13j02019 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. A batch review will be performed for the potentially associated lot numbers h12h27051, h13i06037, h13h30047, and h13j02019. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent, abdominal pain, and fluid retention coincident with peritoneal dialysis (pd) therapy. Treatment for cloudy effluent, abdominal pain and fluid retention was to reposition peritoneal catheter, discontinue pd therapies and start hemodialysis. Ten days later, the patient restarted manual pd therapy only. Ten days after restarting therapy, the manual therapy was discontinued. Five days later, the patient restarted pd therapy with the cycler. Six days later, the patient was treated with vancomycin (2 grams, daily once, intraperitoneally for one day). The next day the patient began treatment with cipro daily for 2 weeks, per oral (po) as treatment for peritonitis. The cause of the peritonitis was unknown and the patient had not yet recovered. No additional information is available. This is report 2 of 2.